Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy blister underneath the back therapy electrode on the right side of the spine. The patient was using a cream at the suggestion of her doctor. The outcome of the irritation is not known.